Manufacturer narrative:
According to the report, bioglue was used on a (B)(6) female patient in an ascending aorta replacement surgery for acute aortic dissection on (B)(6) 2012. It was applied to the proximal false lumen. In september 2012, the aortic root was found to be ruptured. Reoperation (bentall surgery) was performed on (B)(6) 2012. The surgeon noted that an appropriate amount of bioglue was used and that it was used with great caution such as priming. Additional information was received indicating that this complaint involved a triplex graft. The lot number of bioglue used in the case associated with complaint (B)(4) is not known. The manufacturing records for these possible lots were reviewed and it was confirmed that all records were controlled, available for review, and met all physical specifications per the device master record. A review of available medical records was performed and based on the information available at the time of this report, a definitive conclusion cannot be drawn regarding the cause of the aortic root rupture observed in this patient. The surgeon indicated that he has not been able to identify the exact cause of the observed event; however, he also acknowledged that there is no direct evidence indicating that bioglue caused the event. While bioglue cannot be ruled out as a contributing factor, there are other likely causes of the observed rupture. It is possible that there was an incomplete suture line and bioglue was applied to repair the gap. It is also possible that the condition of the tissue was such that it could not adequately hold the sutures and bioglue was used to reinforce the tissue/suture line when the patient may have benefitted more from having the tissue replaced rather than repaired. The original dissection could have also extended into the aortic root and continued to progress following surgery, eventually resulting in rupture. It is critical that the entire dissection be repaired and a suture line without any holes or gaps be created prior to the application of bioglue. Field assurance will continue to monitor similar complaints to determine if additional action is warranted; however, additional action is not warranted at this time.

Event description:
According to the report, bioglue was used on a (B)(6) female patient in an ascending aorta replacement surgery for acute aortic dissection on (B)(6) 2012. It was applied to the proximal false lumen. In september 2012, the aortic root was found to be ruptured. Reoperation (bentall surgery) was performed on (B)(6) 2012. Although the surgeon does not know the cause of the event, he stated that a relationship between the use of bioglue and the reported event cannot be ruled out. The surgeon noted that an appropriate amount of bioglue was used and that it was used with great caution such as priming. Additional information was received indicating that this complaint involved a triplex graft.

Event description:
According to the report, bioglue was used on a (B)(6) female patient in an ascending aorta replacement surgery for acute aortic dissection on (B)(6) 2012. It was applied to the proximal false lumen. In (B)(6) 2012, the aortic root was found to be ruptured. Reoperation (bentall surgery) was performed on (B)(6) 2012. Although the surgeon does not know the cause of the event, he stated that a relationship between the use of bioglue and the reported event cannot be ruled out.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.